Event description:
Device malfunction: vessel locator button would not stay depressed. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after the device was inserted into the exchange sheath, the vessel locator button would not remain depressed to deploy the vessel locator wings. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary: investigation of the returned device after decontamination found that both the vessel locator button and the vessel locator were capable of full deployment. Lab testing of the device yielded full deployment of the vessel locator button and vessel locator with the safety release button engaging the vessel locator button, which maintained the vessel locator's deployed state. No malfunction of the device was detected, and a root cause for the reported event could not be determined.